Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a reisk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal patient's info guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainange, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed in the right common femoral artery post angiogram. Approximately 2 weeks later, the pt returned to the doctors office complaining of right leg swelling. A venous doppler revealed decreased blood flow in the right common femoral vein. Twenty eight days after the initial angiogram, a venogram was performed which revealed an occlusion of the right common femoral vein. Thrombus was seen up to the bifurication. A vena-cava filter was inserted and the pt began heparin therapy (dose unk). The groin was explored surgically the next day. The femoral vein was exposed and a stricture was noted. Clots were present above the stricture. The surgeon attempted to dissect the vein; however, there were extremely chronic inflammatory changes which precluded adequate dissection and there was no way to free up the vein. The physician did not find any sutures or other material that could be removed to relieve the stenosis in the vein. Hemostasis was secured. The right groin closed and the pt was returned to recovery.